Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was confirmed that user was unable to issue medications due to a validation code error with the status: rejected. A technical support specialist informed the customer that the rxverify request expiration period was 24 hours, so the system was correctly preventing the resubmission of the request within that timeframe. The customer approved the previously rejected rxverify request in medbank myqlink (mql) and informed the customer at the facility. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower user was unable to issue medications due to a validation code error with the status: rejected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.